Event description:
On (B)(6) 2013, it was reported that the patient's infusion device was ejecting from the insertion device unintentionally. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The insertion device was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The problem mentioned by the customer could not be reproduced. The device was optically and technically controlled. The final test was also carried out with different headsets. Linkassist passed all the tests.